Manufacturer narrative:
(B)(4).

Event description:
It was reported through a remote merlin.net transmission that a high ventricular rate occurred following a capture threshold test. It was thought that a backup pulse issued during testing had resulted in a pseudofusion event. No patient symptoms were reported. No intervention was reported.